Manufacturer narrative:
Results: the px slim was kinked approximately 67.5 cm from the hub. Conclusions: evaluation of the returned pc400 and lantern confirmed a fractured pusher assembly and revealed that the lantern was kinked at the same location as the proximal end of the pusher assembly while the pusher assembly was within the lantern. If the devices are advanced against resistance or are otherwise mishandled at extreme angles during use, damage such as a kink may occur. Subsequently, if the kinked pusher assembly is further manipulated, damage such as a fracture may occur. During functional testing, a demonstration pc400 was advanced and retracted through the returned lantern without an issue. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2020-00445.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2020-00446 results: the px slim was kinked approximately 67.5 cm from the hub. Conclusions: evaluation of the returned pc400 and lantern confirmed a fractured pusher assembly and revealed that the lantern was kinked at the same location as the proximal end of the pusher assembly distal fractured segment while the pusher assembly was within the lantern. If the devices are advanced against resistance or are otherwise mishandled at extreme angles during use, damage such as a kink may occur. Subsequently, if the kinked pusher assembly is further manipulated, damage such as a fracture may occur. During functional testing, a demonstration pc400 was advanced and retracted through the returned lantern without an issue. Further evaluation of the returned pc400 revealed the pet lock was separated on the proximal end of the pusher assembly and additional pusher assembly kinks. These damages were likely incidental to the reported complaint. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2020-00445.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 1.3005168196-2020-00445.

Event description:
The patient was undergoing a coil embolization procedure to treat a carotid cavernous fistula (ccf) in the internal carotid artery (ica) using a penumbra coil 400 (pc400) and a px slim delivery microcatheter (px slim). During the procedure, the physician successfully placed a pc400 into the target vessel using the px slim. Upon removal of the pusher assembly, it was noticed that the pusher assembly broke into two pieces, leaving a broken piece stuck within the px slim. Therefore, the px slim containing the broken piece of the pusher assembly was removed. The procedure was completed using additional pc400s and a new px slim. There was no report of an adverse effect to the patient.